Event description:
No pump was returned to fresenius kabi for evaluation. The reported issue was resolved by the mayo depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Event description:
The following has been reported: customer reported: there was an event that happened 11/8 between 3am and 4:30am. A new bag was hooked up to that patient containing 250mls. 132ml pumped to the patient in approximately 15 minutes causing the patient to become unresponsive. Will need the logs and any inconsistencies that are noted during this date and time." 11/13 customer reported: "the product that should have been running on the pump was: ketamine 2 mg/ml in nacl 0.9% 250 ml infusion. Nursing staff contacted to get clarity on the extent of the patient harm and additional information regarding the pump and setting up of the infusion." A preliminary review identified the following issue: overdose unknown if an active infusion was stopped. Reporting due to the referenced technical issue; adverse event (patient unresponsive) reported. Additional information is needed to complete the investigation.